Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that approximately 8 milliliters of diluent leaked from the pinch valve area at feedthru fitting ff183 upon startup on the coulter hmx analyzer with autoloader. Customer was troubleshooting a vacuum error prior to noticing the leak. The instrument was powered off, and the customer technical specialist (cts) generated a service request. The field service engineer (fse) inspected the instrument and found a leak in a worn pinch tubing at pinch valve pv49. The fse replaced the pinch tubing, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is attributed to worn tubing at pv49. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.